Event description:
The pt was taken into the delivery room for an emergency c-section. The pt's abdomen was preped using an alcohol splash. The drapes were applied and first cut was made the esu pencil was placed on the abdomen. The dr. Commented that the lights were too hot on the abdomen. The lights were pushed out of the way and a small flame was observed rising along the left side of the pt. The drapes were removed and the flames were extinguished. Ice packs were applied to the affected area and the c-section was continued. The pt was observed as having 2nd degree burns on the left upper buttocks. The esu, a valleylab model force 2, was tested by the biomed department and was functioning within MFR's specs. The alcohol and drapes were from a custom c-section pack supplied by isoloser.